Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011 at 4pm. The customer care advocate (cca) was advised the patient manages his diabetes with lantus insulin (25 units at night) and metformin pills (500 mg 2x daily). The patient continued to take his usual dose of medications. About "15-60 minutes" after the start of the alleged issue, the patient claimed he felt symptoms of dizzy, weak and sweaty. That same evening, the patient contacted his health care professional (hcp) and was advised to continue taking his usual dose of medications. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned. Evaluation found a capacitor failure (capacitor c4 leaked). At this time, lifescan considers this matter closed.